Event description:
Lap stomach resection. Dlu was loaded with blue reload and was fired. Leak developed and the staple line had to be sutured to complete the case.

Manufacturer narrative:
Summary: from the icr report: the staple line had to be sutured, because there was a leak a few seconds after firing. Both reloads have no abnormalities. The shuttles traveled the full length of the reload, all staples were pushed out. Could not be determined from only evaluating the reloads. See scanned pages.